Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.

Event description:
Per the surgeon's report, this patient developed skin flap necrosis. The surgeon explanted the device in 2006, but did not reimplant the patient with a new device. The patient may be reimplanted in the future.